Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient's status/condition had resolved.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implanted pump for intractable spasticity. It was reported by a healthcare professional (hcp) that the patient had come in for a routine refill and she noted there was a motor stall to the pump. It was stated that the logs show the motor stall occurred on (B)(6)2023. The hcp reported the patient had a magnetic resonance imaging (MRI) that day ((B)(6)2023) and did not have the pump status checked post MRI. It was reported that the patient said she had a little cramping and tightness in her toes and hip area. The hcp stated that there was no audible alarm post MRI and only noticed the audible alarm after interrogating the pump at the time of this report ((B)(6)2023). Technical services had the hcp recheck the pump status and logs and it showed a motor stall recovery now (time of interrogation). Technical services discussed telemetry state condition and reiterated MRI labeling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who was inquiring whey their pump didn't alarm despite the pump logs showing pump was stalled for 48hrs. The patient stated ¿the alarm is not quiet and I'm not deaf. There's baclofen in here, that can be lethal. I don't want to die because my pump isn't working.¿ the patient stated they had 2 MRI's in may, and got it checked after the 1st one, but not the 2nd one. The patient stated they got the pump refilled ¿this month,¿ and was when the logs were pulled. The patient stated they ¿thought it was alarming due to the MRI, but now I'm not sure.¿ the agent verified the patient¿s pump was not a part of any field actions and reviewed this with the patient and it was possible that pump did alarm while in MRI but the patient did not hear it. The patient was redirected to healthcare provider for alarm test.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.